Event description:
Reportedly, the device failed to register a full bag during calibration (prior to the treatment/patient connection) but passed the self test - baxter (B)(4). This event is being reported as a failure of the device to alert the user to an issue. There was no allegation of patient injury, intervention or complications, as this event occurred prior to the patient treatment commencing.

Manufacturer narrative:
Device is evaluated in-situ. Evaluation is anticipated but was not provided/available at the time of this submission. Date of manufacture will be provided concurrently with the results of the device history record review in a follow up submission evaluation results will be provided in a follow up submission.